Event description:
Customer reported difficulty with the cartridge moving along guide tracks, but there was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through inspecting and cleaning various areas of the pump. The cartridge was successfully reloaded, allowing the customer to resume insulin therapy without further issues.